Event description:
Procedure type: low anterior resection/end to end anastomosis. According to the reporter: the purse string was manually performed. After the anastomosis, it was noticed that the tissue at the proximal side was partially cut. The surgeon manually removed the device and applied a new one to re-anastomose and the procedure was completed successfully. No pt injury was reported.